Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating they had a sensor break. Customer's blood glucose at time of incident was 6.7mmol/l. Customer used 3 sensors and 2 did not have a sensor electrode after insertion. The customer stated that the sensor cannula is missing after insertion. The customer was advised to return sensor and we will process the replacement of sensors.